Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the suspect device was received by carefusion's failure analysis laboratory. The device was evaluated and it was determined the most likely cause of the reported issue was a bad power supply. The reported issue was duplicated and it was noted that the device alarms "vent inop" but still ventilates. The suspect device was routed for repair and return to the customer.

Event description:
The customer reported while using the vela ventilator; the unit alarms vent inop (inoperable). The customer reported the unit show no other messages or events. The customer reported no patient involvement associated with the event.